Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has a fractured right ventricular (rv) lead. There was no further information provided as of the moment. The product remains in service. No adverse patient effects were reported.